Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient had initial lumbar fusion on (B)(6) 2015. On an unknown date patient complained of pain after falling down the stairs. Patient went to the emergency room on (B)(6) 2015 approximately three weeks after the fall. X-rays were taken and revealed broken screws. Patient received a revision lumbar fusion (B)(6) 2015 to remove and replace the broken hardware. One of the screw broke mid shaft and the inferior portion was not retrieved. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis: visual review confirmed the implants are fractured between ~3-4 threads from the base of the bone screw head. Optical examination of adjacent surface around the possible area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface severely damaged, likely due to repeated impact of the two portions of the bone screw post-fracture. Dimensional examination of the bone screw diameters confirmed conformance to print specification. Conclusion: inconclusive; the extent and severity of the fracture surface damage renders the parts unsuitable for further analysis.